Event description:
Insert broke during impaction causing an extension of surgery procedure. All pieces retrieved.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A two-year complaint database search finds no other reports against this product code for this, or any other, manufacturing lot. There is no trend for failure identified. The event will be considered isolated. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.